Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did state there is humidity where he lives. Her blood glucose level was 89 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened button dome switch. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, reservoir tube lip, and minor scratches on the display window.